Event description:
Device 1 of 3. Ref MFR report: 1627487-2013-07224. Ref MFR report: 1627487-2013-07225. The pt received two leads with the same lot number, and two extensions with the same lot number. It was reported the pt had a staph infection at the ipg site with redness and inflammation early in 2010. It was reported the issue worsened and in (B)(6) of 2011, the extension came through the skin due to the infection spreading to the extension site. A course of antibiotics was provided and in (B)(4) of 2011, the physician explanted the scs system. It was reported two fingers width of skin had to be removed at the extension site during the procedure due to the infection.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomaly related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.